Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Log file analysis indicates an intermittent signal loss on optical fibers 1 and 3 during the procedure. The recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the intermittent optical signal loss remains unknown. The cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During ablation near the right superior pulmonary vein with a tacticath quartz ablation catheter, the patient became hypotensive and a pericardial effusion was noted on fluoroscopy and confirmed via echocardiogram. A pericardiocentesis was performed, which stabilized the patient and the procedure was completed. There are no alleged performance issues with the ablation catheter.